Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced a neurological dysfunction event on (B)(6) 2025, which lasted over 24 hours. The neurological dysfunction event was an intracranial hemorrhage in the left hemisphere. The event was diagnosed with a computed tomography (CT) scan. The patient presented with symptoms of right-sided hemiplegia. They were treated with warfarin and aspirin. No surgical treatment was needed. The neurological dysfunction was related to the device due to complexity of medical management. The site deemed that the device was probably related to the neurological dysfunction event due to anticoagulation therapy for the device.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient experienced symptoms of stroke in the form of right hemiplegia, aphasia, and disturbed consciousness. Although the event was considered to have been unrelated to the device, it could not be ruled out.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was further communicated that neuropathy lasted less than 24 hours.